Manufacturer narrative:
The device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a proximal femoral nail antirotation blade. It was reported that it was impossible to lock the blade. No consequence on the patient or significant delay of the surgery was noted. There was another device available and the incident did not require further treatment.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The present pfna blade was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. A function test was performed and the device was functional as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We can only assume that either the blade was not correctly connected the instrument, possibly by a damage at the instrument or that the locking technique was not carried out correctly. No product fault could be detected.